Event description:
Male undergoing surgical procedure in o.r. Bilateral subacute subdural hematomas. "Mac" anesthesia used, not general, due to poor cardiac status. Oxygen on at 5l. First burr hole completed without complications. Second burr hole site prepped with dura prep surgical solution. Drapes applied, incision made and electrocautery device used after solution dried on skin. Immediately a "popp" sound heard. Discovered pt's face on fire. Pt sustained severe burns on face, neck, shoulders and mouth. There were no burns near or at the ground pad site.